Event description:
Breast implant deflation- mentor siltex textured. This is the 3rd implant replaced. In 2002 pt had the 1st replacement for implant deflation. The dr said it was pt's fault because they were exercising too much. Three weeks later, pt had another replacement because they had a hematoma and the dr had to clean it out and replace the implant again. In 2004 pt had to get another replacement due to deflation. Pt stopped working out so the dr can't blame pt this time. In addition, the dr had 5 other women with the same implant experience deflations for no reason.